Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously discrepant accu tni results for three different samples on one pt. In 2007, three samples from one pt were tested for accu tni and results were: 028ng/ml, 7.84ng/ml, and 0.11ng/ml. The erroneous results were not reported outside of the lab. All 3 samples were tested on a different instrument in the customer's lab and accu tni results of "less than or equal to 0.04ng/ml" were reported out of the lab. No report of death, serious injury or change to pt treatment has been attributed to this event.

Manufacturer narrative:
Per customer, all accu tni samples are plasma, collected in lithium heparin tubes with gel separator and centrifuged for 7 mins. Customer stated that qc was within range prior to the event. No system check data was provided. Customer stated that they feel that the erroneous accu tni results are very likely caused by pre-analytical issues because most of the questionable results are ER draws likely do not get collected and mixed properly. Customer is working on a training session to improve phlebotomy techniques. Customer stated that they feel that the instrument is performing well and no other assay results are in question. A field svc engineer (fse) was dispatched to the customer lab on 12/11/2007: the fse performed a preventive maintenance (pm) and verified the instrument. System verification testing passed all specifications. The fse also asked the customer to run an 80 rep accu tni run using deionized water and they obtained good results. Although pre-analytical sample handling issues may have contributed to this event, a clear root cause had not been determined to date.